Event description:
As reported, there was a split on the black tubing of a 5f mynxgrip vascular closure device (vcd) so it was impossible to advance the device. There was no reported patient injury. The device is being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) exited the body when the delivery system was pulled back. Manual pressure had to be held for hemostasis. There was no reported patient injury. The patient was on therapeutic plavix and aspirin. Additional information was requested but not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint component component issue and shuttle shuttle advancement issue" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the product¿s IFU, which is not intended as a mitigation, step 3: remove device, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted that failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Additionally, if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
As reported, there was a split on the black tubing of a 5f mynxgrip vascular closure device (vcd) so it was impossible to advance the device. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. One non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the shuttle was engaged with the black handle and the stopcock was closed. A cordis mynx syringe was attached to the unit. A non-cordis catheter sheath introducer (csi) was returned but was not inserted onto the device. The sealant was not returned for evaluation, and the advancer tube was exposed. No additional anomalies were observed during the visual inspection. Per functional analysis, a deployment simulation could not be performed in accordance with the device¿s instructions for use (IFU), as the sealant was not present, indicating the device had already been deployed prior to its arrival for evaluation. Additional analysis confirmed the presence of the slit on the outer cartridge, with no abnormality observed in that component. The reported events of ¿shuttle-shuttle advancement issue¿ could not be observed through analysis of the returned device since the simulated deployment test could not be performed as the sealant was not present. Additionally, the reported event of ¿component-component issue¿ in relation to the reported split of the shuttle, was not observed through analysis of the returned device as there was no damage noted aside from the slit. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the splitting of the black shuttle when advancing into the sheath, especially since there were no anomalies noted during analysis of the component. However, procedural/handling factors (such as displacement of the sealant sleeve before the shuttle down step) and/or concomitant device factors (such as a damaged sheath) are possible. It should be noted that the mynxgrip device is manufactured with a slit at the end of the black shuttle cartridge tubing, which is not a product defect. The slit is designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the side slit of the shuttle cartridge and the sealant sleeve is designed to be placed over the shuttle side slit to protect the sealant from exposing prematurely and the shuttle tubing side slit from opening during deployment. If the sealant sleeve is displaced, the side slit will be exposed. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. The IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review, suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.